Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap abdominal hysterectomy procedure, the tips broke off both devices into the pt. The pieces were retrieved through the trocar. Another instrument was used to complete the procedure with no pt consequence.